Event description:
It was reported that there was a right ventricular (rv) lead warning due to undefined impedance in unipolar or bipolar configurations. It was also reported that the rv lead was unable to capture at max output. Reprogramming was conducted and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.